Event description:
(B)(4). I had a csection (B)(6) 2014 at (B)(6) weeks fraternal twins! (Not sure how to categorize this) got essure 6 weeks after my daughter was born (B)(6) 2009. Doctors told me would have to wait until their delivery to find out what happened and how I got pregnant. Was told I had a small tear in one tube. I don't know anything else on details.